Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4076 implantable pacing lead implanted: 2014 (B)(6); product ID dtba1d4 implantable cardioverter defibrillator (ICD) 2014 (B)(6). (B)(4).

Event description:
It was reported that both the atrial and right ventricular (rv) leads dislodged. The patient received shocks due to the rv lead oversensing of atrial fibrillation (af). The leads were repositioned and the rv lead remains in use. The atrial lead was turned off. No further patient complications have been reported as a result of this event.